Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported during initial implant that the right atrial lead helix would not extend after over fifty turns. The lead was removed from the body and tested on the table and still would not extend. The lead was abandoned and replaced. No patient complications were reported as a result of this event.